Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated alinity I stat high sensitivity troponin-I result for a 32-year-old female patient. (Customer provided reference range =14 pg/ml, critical limits =63 pg/ml) (B)(6) 2026 sid (B)(6) initial result = 134.5 pg/ml, repeat result (B)(6) = <2.7 pg/ml, same sample repeat result (B)(6) = <2.7 pg/ml 2nd sample results = <2.7 pg/ml, <2.7 pg/ml, <2.7 pg/ml 3rd sample results = <2.7 pg/ml, <2.7 pg/ml no impact to patient management was reported.